Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had an intermittently responsive keypad and buttons. The customer stated that the buttons had to be pressed several times before they would respond, or sometimes not respond at all. At the time of the event, the customer's blood glucose was unknown but at the time of the phone call the customer's blood glucose was 241 mg/dl. The customer also stated that the entire keypad panel had started peeling off on (B)(6) 2014. The customer stated it was one continuous piece coming away from the insulin pump. The customer stated that they wear the device in their sports bra. The customer's blood glucose was 183 mg/dl. The discontinuation of the device was advised. Nothing further was reported.